Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the system was explanted due to a infection. Additional information has been requested but has not been received.